Event description:
The biomed reported that the end user observed a power interrupted inop message with the ac module and battery connected. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
The biomed reported that the end user observed a power interrupted inop message with the ac module and battery connected. There was no reported patient or user involvement and no adverse patient/user impact.